Manufacturer narrative:
(B)(4). Estimated date of event (reported as occurred within the week). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, contrast was seen leaking between the hub and the shaft. The device was set aside and not used. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported leak was confirmed. A review of the lot history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to this issue. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the related records review, review of the lhr for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored.